Manufacturer narrative:
The following other devices were also listed in this report: tri ts baseplate size 5; cat# 5521-b-500; lot# vlwea; triathlon ps fem component, cemented; cat# 5515-f-402; lot# nduoa; triathlon asymmetric x3 patella; cat# 5551-g-320; lot# lw2r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had revision of right knee. I&d was done and liner exchanged due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the reported infection could not be determined because insufficient information was provided. Further information such as pathology reports, revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had revision of right knee. I&d was done and liner exchanged due to infection.